Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad traces. Unable to review alarm history to review unexpected alarms due to keypad anomaly. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump needs a battery change. Customer also states that the buttons are not working. The blood glucose reading is 119 mg/dl. The insulin pump will be replaced. Nothing further reported.